Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 3006705815-2022-13914. It was reported that patient's system is autoreducing due to high impedances. Surgical intervention is pending to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that patient underwent surgical intervention on 23may2022 in which their lead was explanted and replaced. Lead fracture was also noted. Effective therapy was established post-operatively.